Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The panel was ordered for replacement to resolve the issue. No report of patient involvement. (B)(4).

Event description:
It was reported that the south wall hinge was broken. There was no patient involvement.